Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2019 with the following findings:during investigation, the battery compartment was found to be cracked. The battery cap was also stripped and is unable to secure to power on the pump. A test battery cap is able secure enough and power up the pump. A 12-duration test was completed with test cap with no power loss or rebooting duplicated. The display was also found to be not clear and legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the pump experienced a power issue and the battery compartment was cracked. The reporter denied moisture in the pump. The reporter denied damage to the battery cap and confirmed the yellow o-ring on the cap was not visible when the cap is secured to the pump. The reporter confirmed the battery cap had been replaced on the pump four-to-six months ago. There is no indication the alleged product issue caused or contributed to an adverse event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.